Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in the implant becoming loose. The device was explanted on (B)(6) 2020, and the patient was reimplanted with a transcutaneous osia implant system on a new site.